Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a double keypad output and the sign of impact was around key number 5. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keypad double up when pressed with sign of impact around key number 5. The reported symptom was verified and found to be caused by a double entry on the keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.